Event description:
It was reported that during a lap anterior resection, after 40 minutes, there was a solid tone. Changed the disposable and the blade tip came off. Used a like device and it worked fine. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/02/2007. Information anticipated, but unavailable at this time.